Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed on the handle.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The handle was visually inspected for damages, and the insulation has deep scratches and dents. The probable root causes could be normal wear, improper sterilization methods or user misuse. (B)(4).

Event description:
It was reported the insulation failed on the handle.